Event description:
It was reported that the patient presented remotely. It was discovered that the patient was in atrial flutter which was being tracked due to some p waves being oversensed. Programming changes were made to address the issue. Patient condition after the procedure was unknown.